Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the psychiatrist was planning to admit the patient in (B)(6) 2019 to re-evaluate the settings and see if it alters the recharging time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient was considering having their rechargable ins changed for an activa pc, as the patient has been having ongoing recharging issues. The patient is going to be admitted to the hospital in february to try programming cycling settings with their dbs to see if that may use less battery and reduce the frequency of them needing to recharge their ins. The group impedances were provided, listed below: l other 1 622 ohms 10.697 ma l other 2 818 ohms 4.203 ma r other 2 688 ohms 5.002 ma r other 1 609 ohms 10.945 ma. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause was not determined yet, and the health care provider (hcp) and rep were not aware of a particular issue with the ins or recharger. The neurologist was still liasing with the patient, who was implanted for obsessive compulsive disorder (ocd). The patient believed they were recharging for too long of a period despite their high settings, which may be the cause of more frequent and longer charging times and expected to be normal. It was unknown if the recharging issue had been resolved. The recharging issue had been an ongoing issue, and it was not known exactly when it first started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the recharging issues was unknown. The patient had been in contact with their psychiatrist weekly/biweekly via phone, email, and in person. It was unknown if the issue was resolved.